Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9fr introducer sheath and the dilator were received for product evaluation. Visual inspection revealed that the components were returned mated together. The sheath and dilator were separated, and it was noted that the valve was missing from inside the hub, it had dislodged from its intended position. The valve was not returned for evaluation. The dilator was viewed under microscope and the tip was slightly deformed. The sheath tip was also viewed under microscope and no damage was noted. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "insert the dilator into the valve center of the sheath. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." The complaint can be confirmed for mechanical damage and fluid issue. Based on the investigation results, the likely cause of the event is the dilator was inserted off-center into the hub, dislodging the valve from its intended orientation. It is likely the crosscut valve was dislodged from the hub causing the leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation- or coordinator . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the radifocus introducer ii kit sheath was used for femoral access at the beginning of the procedure for a physician modified aortic graft. The sheath leaked blood profusely once the dilator was removed. The dilator was reinserted and the another 9fr sheath was used from a different lot number with no issues. The procedure outcome was not affected. The patient was reported to be in good condition. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 12feb2021. The blood loss was less than 250cc.